Manufacturer narrative:
Exact date unknown, event occured a few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was not charging well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.